Event description:
It was reported that during a device implant procedure, the right ventricular lead showed high, out of range impedance after multiple repositioning attempts and the atrial lead could not be implanted due to an unspecified helix failure. Both leads were removed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.